Event description:
It was reported that the left ventricular (lv) lead had no capture and was dislodged. It was noted that the lv lead pulled back into the coronary sinus possibly due to patient movement. The lv lead was removed and an epicardial lead was placed per physician discretion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor and all conductors had blood/body fluid (not obstructed).